Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the calcified mid left anterior descending artery (lad). A 2.50x20mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. During removal of the device, it was noted that the stent came off the balloon and got caught in the left main artery. The dislodged stent was attempted to be removed with a snare, but the stent was pushed into the left circumflex artery. A balloon catheter was advanced to crushed the dislodged stent. Then another stent was advanced to cover the crushed stent. The procedure was completed with another of the same device. No patient complications were reported and the patient is well.